Event description:
Review of the clinic notes dated (B)(6) 2012, revealed that the patient has obstructive sleep apnea and has undergone uvulopalatopharyngoplasty.

Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6), 2010 revealed that the patient has obstructive sleep apnea and has undergone uvulopalatopharyngoplasty. The relationship to vns was not provided. Good faith attempts for further information from the physician have been made but no additional information has been received to date. Attempts for product information cannot be made to the implanting facility as it is unknown where the patient was implanted.

Manufacturer narrative:
Describe event or problem, corrected data: on initial report, inadvertently listed (B)(6) 2010, as date of clinic notes when it was really (B)(6) 2012.